Event description:
Operative notes were received from the replacement surgery on (B)(6) 2021 and state that the soft tissue was dissected using bovie before replacing the generator. It is noted that the system was interrogated indicating good impedance with the lead, and then initial programming was performed and the patient was closed. There was no indication of additional diagnostics being taken. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient's battery was showing 11-25% about 5 months after being implanted. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No further relevant information has been received to date.. No known relevant surgical intervention has occurred to date.

Event description:
The patient reported that she is having increased seizures and it took her several swipes to feel the magnet. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The reported allegation of ¿premature end of life (eol)¿ was confirmed. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during the implant procedure, which may have been a contributing factor for the eos stored value and the reported allegation of ¿premature end of life (eol)¿. Other than the noted events (eos stored value and peol), there were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
Tablet data was reviewed from the day of implant and no anomalies were observed. However there was only one system diagnostics performed and it appears that they might have stayed in one session during the procedure so it's possible that they did not re-perform system diagnostics after wound closure, which might have revealed voltage issues. Based on the available information, the premature battery depletion was likely related to an asic latch-up condition due to electrocautery being used during the patient's generator replacement surgery. No further relevant information has been received to date.

Event description:
The generator was received but product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Per the physician the cause of the increase in seizures was due to vns battery depletion. The seizures were above pre-vns levels. The generator was replaced. The explanted generator has not been received to date. No further relevant information has been received to date.